Event description:
The customer called for help with her breeze2 meter. While troubleshooting, she performed control tests and received a result of "lo". The normal control range was 90-123 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement strips were sent to the customer.